Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: according to the information received, "ppd, pfs and medical records received. Ppd and pfs reported asr resurfacing were implanted. After review of the medical records revised due to acetabulum fracture transverse posterior wall, developed collapse posterior wall with subluxation of femoral head into posterior wall hardware with grooving of the head and loss of articular cartilage." The product was not returned to depuy synthes, however photos were provided for review. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. The overall complaint was unconfirmed as the observed condition of the device would not contribute to the complained device issue. Based on the investigation findings and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Event description:
Ppd, pfs and medical records received. Ppd and pfs reported asr resurfacing were implanted. After review of the medical records revised due to acetabulum fracture transverse posterior wall, developed collapse posterior wall with subluxation of femoral head into posterior wall hardware with grooving of the head and loss of articular cartilage. Doi: (B)(6), 2009. Dor: (B)(6), 2009. Left hip first revision. This complaint was created in relation to aei note (B)(4) under (B)(4) (left hip second revision) to capture the first revision of the asr resurfacing construct.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). No device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.